Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the (B) (4) CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro conical dissection tip was found to be cracked/broken. The rptr stated, "the pt's vein was harvested successfully without event and incision closed. When checking the vasoview hemopro components, the dissection tip was found to be cracked with cracked portions missing. It was necessary to open the pt's leg to retrieve the missing pieces of the dissection tip. All pieces were found in the upper thigh and removed." The dissection process was completed with this device. The hospital did not report any other pt effects. The product is returning.